Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Assisted the caller in reviewing the basal rates, and clearing a weak signal alert. The caller stated that no further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.